Manufacturer narrative:
Analysis received the unit with no button response due to a flattened dome switch. There was no frozen screen noted. Analysis was unable to verify excessive no delivery alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm and a keypad anomaly. The customer's blood glucose was 303 mg/dl at the time of incident. The customer also stated the pump had a frozen screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.